Manufacturer narrative:
The customer contacted bayer customer service by email, but did not provide any product info or contact info. It's not possible to determine the MFR date or 510k number without the product info.

Event description:
The customer contacted customer service via email and alleged that her bayer meter gave a blood glucose reading over 300 mg/dl. She retested her glucose using another meter and received a reading of 128 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer service replied to the customer's email, but there has been no further contact. No product will be returned at this time.